Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. She stated postoperatively the pt's vision has a slight blur. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Add'l info was requested 09/19/2011 by fax and mail. Medical records were rec'd on 09/09/2011. (B)(4).